Event description:
The gray lumen of the PICC cracked and the PICC had to be exchanged....unsure how the PICC cracked per family. PICC was located in the upper right extremity. This caused temporary harm to the patient and required intervention.